Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported difficulty charging their ins sometime last week when they were in rehab center. Agent had the pt close all applications on their handset. Pt started charging their ins. Pt saw that their ins battery at 100% with good connection. Agent was aware that the pt's ins was charging. Agent asked what specifically the issue they had when charging ins. Pt commented that ins charging duration took long. Pt clarified that it took all day to charge. Agent reviewed ins was actively charging on the call. The troubleshooting steps that were taken on the call resolved the issue.